Event description:
It was reported that during a sleeve gastrectomy procedure on the second firing with a green cartridge, the device made an unusual sound. There were misformed staples on the sleeve side; the staples on the remnant side were fine. The area was over sewn. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = premature sled movement. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No unusual noises were heard during functional testing. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.